Manufacturer narrative:
Three good faith efforts were made to obtain additional information regarding device reprocessing. However, no response received from the customer. An evaluation of the returned device confirmed the customer allegation of cloudy image. Due to damage on the objective lens, a foggy image occurred. There were few additional findings. Due to a dent on distal end, water tightness was lost. The adhesive on bending section cover was detached. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. The eyepiece had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the image from the uretero-reno fiberscope was cloudy. There were no reports of patient harm associated with the event. The device was returned to olympus. Upon evaluation of the returned device, it was found that the objective lens had foreign materials. This medical device report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with the following instructions for use: the instruction manual urf-p7 operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual urf-p7 reprocessing manual describes how to prevent for the suggested event in chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.